Manufacturer narrative:
Qn# (B)(4). The full UDI number is unavailable as the complainant did not report a lot number.

Event description:
It was reported "the staff reported radial arterial access was acquired via ultrasound and percutaneous access was successfully gained. However, when they went to remove the wire from the artery the wire wouldn't come out of the sheath. The physician had to dissect down and was able to remove the wire successfully with no harm being done to the patient." No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The full UDI number is unavailable as the complainant did not report a lot number. No return product evaluation could be completed as the device was not returned for investigation. A DHR review was performed, and no issues or non-conformities were noted. Case details were reviewed. It is unknown if the wire was operated against resistance or wire was withdrawn through the needle. The additional information received states that the access site was radial artery. Site looked normal with ultrasound. Guidewire didn't unravel but the tip got tied into a knot. Physician was able to remove the wire without additional surgery. No patient harm noted. Based on the information, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.

Event description:
It was reported "the staff reported radial arterial access was acquired via ultrasound and percutaneous access was successfully gained. However, when they went to remove the wire from the artery the wire wouldn't come out of the sheath. The physician had to dissect down and was able to remove the wire successfully with no harm being done to the patient." No medical intervention required. The patient's current condition is reported as "fine".